Manufacturer narrative:
To date, the device involved in the reported incident is not available for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Tip broke inside tooth found on x-ray by doctor. Doctor threw the bur away. No product will be sent in. On (B)(6) 2014 doctor reports he was performing oral surgery, using the bur to enlarge area around the tooth when the burr broke. No way to know if the patient will have future issues because of this event.